Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Additional information correction in section a4: patient weight was updated due to additional information received. Corrected data: correction in section e: address and phone number has been corrected in the initial reporter section due to updated information received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the implantable pulse generator (ipg) is non-functional. Reportedly, the ipg is no longer able to be charged. Replacement of the device may take place at a later date.